Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition after the procedure.